Event description:
It was reported that during a procedure, the tip of the unit melted due to the high temperature. Further, no adverse consequences to the patient were reported.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.